Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display intermittently had lines and clinical info could not be seen. Complainant indicated that there was no pt involvement to the reported malfunction.

Manufacturer narrative:
Zoll medical corp evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The color cable was replaced as precaution and the device was recertified and returned to the customer. No trend is associated with reports of this type.